Event description:
In 2010 experienced approx 15-20lb weight gain over 2 month period, despite being a healthy, active, runner. Questioned thyroid issues at that time and requested labs for a thyroid panel. Normal results. In 2012 emergent c-section with youngest son, 31 wks gestation. Found live strain of listeria in blood. Treated for two weeks through PICC line, and 3.5 wks in nicu. Not certain whether or not implants affected his birth or health in any way. However, his skin sensitivity and constant rashes are noted. In 2013 experienced a few months of "exploding energy" and approx 10lb, weight loss. Very active and exercised 4-5 days per week. Then experienced severe abnormal hair thinning / loss, as well as brittle / thin nails. Hair loss was so bad that I saw a dermatologist. Everything was normal, and they suggested biotin to help with hair re-growth. Hair has been very fine, brittle, and slow growing since. In 2014 I was hospitalized due to hypertension crisis (bp 224/202). The dr did MRI of brain to look for tumor, scan of kidneys, scan of heart, and various labs, all with normal results, no abnormal findings. Diagnosed with idiopathic hypertension (still controlled by medication) and high cholesterol (now resolved). Gained back the approx 10lb, despite activity and exercise. In 2016 onset of sudden/severe / debilitating neck and shoulder pain that radiated down my right arm. I went to chiropractor. In reviewing the x-rays, the chiropractor noted that I had severe inflammation noted to my neck, shoulder, and chest area. She stated that the inflammation was so severe around my lung / chest area that it could cause shortness of breath. This pain comes and goes randomly since the initial experience. In 2018 sudden excruciating joint pain in my hands and fingers, worse in left hand. Finally to the point of being unable to grasp a soap bottle in the shower one morning. I saw np and she ordered labs to test for rheumatoid arthritis, tests came back normal. She then ordered x-rays of my left hand to check for fracture, no abnormalities found. Pain dissipated after 1-2 months. Onset of random swelling sensation, as well as redness (or discoloration) in fingers and toes. I have noted that temperature affects these symptoms, at times. (These symptoms are on-going). Severe fatigue - mentally and physically (muscle/joint). (On-going, and fatigued after one flight of stairs). Shortness of breath (on-going, especially after one flight of stairs) - chest pains / tightness (on-going), brain fog (on-going), temperature intolerant (on-going), extreme fluid retention / weight gain (on-going), eyes: purple rings under eyes, puffy/inflammation under eyes, dry/red/itchy/irritated eyes, blurred vision at times; headache behind eyes (on-going), constant headaches (on-going but better controlled since starting propanolol (B)(6) 2019); metallic taste / smell, extremely dry skin (on-going), emotional / mood swings, depression; times of feeling "out of sorts" as though I was having an allergic reaction, off balance, emotional. Requested thyroid panel labs from ob office. Results normal. In 2019 admitted through ER, shortness of breath, chest pain, tightness in left shoulder, off balance, whole-body tremors, couldn't sign my name, pre-syncope (felt like I was blacking out) for two night hospital stay. Diagnosed with "subclinical hypertension." Stress test and cardiac observation all normal. Small nodule also found in left lobe of thyroid with ultrasound. Diagnosed with hashimoto's thyroiditis (auto-immune disease) by endocrinologist. Will continue to monitor nodule growth every six months. FDA safety report ID# (B)(4).